Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were broken, the bottom case was cracked by the l-bracket and the left plunger case screw post was broken. Review of the event history log showed an occurrence of "syringe plunger not in place." Functional testing duplicated the reported issue during the syringe test. It was observed that the syringe sensor values were stuck at "false." The investigation determined that an impact that broke the q1 chip off the plunger board was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. The plunger board was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a syringe not in place calibration failure. No patient involvement reported.